Event description:
Doctor requested to adjust patient's pne leads due to a loss in stimulation which required removing the dressing. The basic trial cable (btc) was difficult to remove from the dressing and required pulling. There was concern the btc was damaged from pulling, but no visible damage was present. The btc was replaced. There were no further issues.